Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 82 mg/dl. On the day prior to the event, the insulin pump alarmed no delivery. Troubleshooting was performed, and the insulin pump passed the prime test. The customer stated that she has reverted to a back up plan of manual injections until she can discuss the high blood glucose with her doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.